Event description:
The catheter could not be removed from the patient. The incident occurred after catheter and the tunneler was connected. When it was pulled out forcibly from the patient, the catheter was broken. The inserted place was right internal ceruices.